Manufacturer narrative:
This supplemental report summarizes the final investigation results. The device was not returned to olympus for inspection, so the reported failure could not be confirmed. Because the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a b30 error code during set up / inspection for use. There were no reports of patient harm.